Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The white portion of the handle has a crack. Damage occurred during impaction.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; two cracks were found on the handle. Previous investigations found eco-416321 was implemented on (B)(6) 2013 that changed the material of the handle from aluminum to overmoulded silicon. The date code j0106 indicates the instrument was manufactured in january of 2006; prior to the change. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.